Event description:
A malfunction was reported on the pump by the caller, indicated by a malf 12 code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump. The customer was informed that they could continue using the pump and to call back if the malfunction code recurs.